Manufacturer narrative:
During investigation testing, the driver passed all sections of functional testing. An extended observation run test was performed and no low cardiac output observances or alarms were produced. Additionally, the driver's flow sensor cable was tested individually and with the driver and no abnormalities were observed during these tests. During the investigation, the reported issue was not reproduced. There was no evidence of a device malfunction. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. Ce 5228 follow-up report 1.

Manufacturer narrative:
The freedom driver will be evaluated by syncardia. The results of the evaluation will be provided in a follow-up MDR. (B)(4).

Event description:
While performing functional testing, a syncardia technician reported that the freedom driver exhibited a low cardiac output alarm.